Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported tightness in her throat, difficulty breathing, chest heaviness, and angioedema. The employee was seen by a doctor in the emergency room and was treated with albuterol and atrovent, oxygen, lab work, a chest x-ray, and an EKG. No test result information provided. The customer also reported that there was construction occurring elsewhere in the building.

Manufacturer narrative:
.